Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against marlex mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, catalog no & PMA/510 (k) #. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, post implant of perfix plug, patient had pain. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against marlex mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient had pain and was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿there was sort of a defect in the internal ring. A small perfix plug was sewn in place with a suture to the transversus abdominis aponeurosis and then a keyhole patch over the whole floor and sewed it to poupart ligament, pubic tubercle and transversus abdominus aponeurosis.¿ (B)(6) 2010 - patient had pain on previous hernia repair. Attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain and suffering.